Event description:
It was reported to boston scientific corporation that a parachute stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the device was noticed to be "broken" upon opening the package during preparation for the procedure. No damage to the packaging was noted, and the damage to the device cannot be clarified. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Evaluation of the returned device found the top cannula of the basket bent with 1 of the basket wires broken from the cap. However, a functional check found the handle able to retract and deploy the basket ease. It is highly possible that the top cannula was bent during handling, which caused the basket wire to break. Therefore, the most probable root cause for this complaint is handling damage.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a parachute stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the device was noticed to be "broken" upon opening the package during preparation for the procedure. No damage to the packaging was noted, and the damage to the device cannot be clarified. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'